Event description:
Consumer's daughter alleged the front wheel came off of the welding and broke off the wheelchair, allegedly causing the consumer to fall. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9xdt, serial number/date code unknown. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) female who weighs (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.